Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient presented to the hospital for a follow-up and a device exchange procedure on (B)(6) 2022. During examination, it was noted that there was noise on the right atrial (ra) lead. No programming changes were made to the lead. The patient was in stable condition.